Event description:
It was reported that the patient experienced tape was not sticking on (B)(6) 2026 as the infusion set patch did not adhere to skin upon insertion and was pulled out with the serter.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.